Event description:
It was reported that the patient underwent revision surgery to replace hardware as a result of fall.

Manufacturer narrative:
The device information has been updated to reflect the device returned for analysis a visual inspection was performed and no visual abnormalities were identified. Complaint history records were reviewed for the lot number provided and no similar events were identified. Manufacturing history records were reviewed for the lot number provided and no relevant manufacturing issues were identified. Root cause of the reported event was determined to be patient fall. Per the surgical technique: "the surgeon must warn the patient of the surgical risks and make aware of possible adverse effects. The surgeon must warn the patient that the devices cannot and do not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implants can break or become damaged as a result of strenuous activity or trauma, and that the devices may need to be replaced in the future."

Event description:
It was reported that the patient underwent revision surgery to replace the titanium blocker, which loosened as a result of the patient fall.